Event description:
The physician performed one retrieval attempt in the distal m1 (which ranged in size from 3mm in the proximal portion to approximately 2mm in the distal portion). The retriever was deployed in the proximal vessel, exposing all loops distal to the clot but proximal to the m2 bifurcation. The retriever was torqued 2-3 turns counterclockwise and withdrawn resulting in removal of some thrombus. The physician noted that the retriever stretched upon withdrawal. While preparing for administration of ia t-pa, the physician advanced the microcatheter to confirm the location of the clot and noted contrast extravasation indicative of vessel perforation leading to acute subarachnoid hemorrhage. The physician felt that this finding clearly indicated vessel injury so he did not proceed with administration of ia t-pa or a second retrieval attempt using the retriever l6. The physician reversed heparinization and the patient expired the next day.